Manufacturer narrative:
The device will not be returned and no photographic evidence was provided therefore, a device malfunction cannot be verified. The service history was reviewed, and no data was found. Based upon the date of manufacture and the service history, the device has not been serviced since it was manufactured, rendering the pm overdue. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year review of complaint history revealed there has been a total of 129 reports, regarding 129 devices, for this device family and failure mode. During this same time frame 1,342,702 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0001. Per the instructions for use, the user is advised the following: do not close the valve at the trocar sleeve during surgery. The electronic control unit of the device adjusts the actual pressure as desired. Venting valve error! Restart the device. If the error occurs again call service. The IFU also advises the user that the minimum service interval is two years, depending on frequency and duration of use. If the service interval is not maintained, the manufacturer does not assume any liability for the functional safety of the device; conmed recommended service interval for this device is 24 months. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device, as-ifs1, airseal ifs, 120v was being used on (B)(6) 2024 during a robot-assisted thoracoscopic surgery and ¿when turning the lever for gas exchange during surgery, the machine suddenly stopped, and the screen displayed the message 'there is a problem with the valve. Please contact technical service'. The facility restarted several times as-ifs1, but an error message appeared and it would not start up. It has been confirmed that pneumoperitoneum was rapidly lost because it was in pneumoperitoneum when the error message first appeared. At this time, forceps were inserted through the trocar, but it is reported that there was no health hazards to the patient.¿. The procedure was completed with an alternate unknown device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
Conmed japan reported on behalf of their customer that the device, as-ifs1, airseal ifs, 120v was being used on (B)(6) 2024 during a robot-assisted thoracoscopic surgery and ¿when turning the lever for gas exchange during surgery, the machine suddenly stopped, and the screen displayed the message 'there is a problem with the valve. Please contact technical service'. The facility restarted several times as-ifs1, but an error message appeared and it would not start up. It has been confirmed that pneumoperitoneum was rapidly lost because it was in pneumoperitoneum when the error message first appeared. At this time, forceps were inserted through the trocar, but it is reported that there were no health hazards to the patient.¿. The procedure was completed with an alternate unknown device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.